Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump had alarmed for no delivery. The blood glucose reading was 400 mg/dl. The customer was treated with a manual injection and the caller declined troubleshooting. The alarm had been resolved with a complete set change. The insulin pump was not replaced or returned for analysis.